Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and reproduced during product evaluation. The assignable cause was a damaged keypad. The keypad was replaced to correct the reported condition. The user interface module software version is 5.04.00. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with a 500:320 error code. The event was reported to have occurred upon power up. This condition has the potential to cause an interruption of delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. The user interface module software version is unknown at this time. No additional information is available.